Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The interconnect cable was evaluated and replaced as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in a loss of fluoroscopic functionality. There is no report of patient injury or death associated with this event.